Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (back). As treatment, 1 unit of insulin was administered manually.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod longer than 48 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (back). As treatment, 1 unit of insulin was administered manually.